Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having an issue with bent cannula's and high blood sugar's over 400. The customer's healthcare professional advised her to change her infusion set. The customer did not want to troubleshoot for the bent cannula's or the high blood sugar. No product is returning.